Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported error code of 22 on patient programmer (pp). Patient stated he thought maybe one of the wires had pulled but he was not sure. Patient stated he has not had any falls or traumas and has been very careful. It was noted that the error code was: > 250. The patient also reported return of symptom. Patient stated he was receiving almost 50% or more in symptom reduction prior to getting this screen.